Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: one call service 064 alarm for a motor error was observed in black box on 04/14/2015. A call service 078 motor rewind error was found when the rewind step was performed. There was no evidence of moisture inside the pump. The motor was found to be the cause of the failure.